Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited intermittent atrial undersensing and auto mode switch episodes. No intervention was reported. The patient would be monitored with routine follow up.